Event description:
In 2008, boston scientific corporation was informed that during a procedure, one of the wires that opens and closes the "jaws" snapped. The radial jaw 4 biopsy forceps would not close and had to be pulled out of the scope. The procedure was completed with another of the same device without any patient complications. Patient is "stable".